Event description:
Patient had bilateral breast augmentation with silicone implants inserted at age (B) (6). At approximately age (B) (6), right breast implant ruptured and extruded through the bottom part of her breast and she has had discharge and bleeding since then. Patient presents to the or on (B) (6) 2009 for explantation of bilateral breast implants. Procedure: explantation of disintegrated r breast implant and implant material; r radical capsulectomy; removal of r breast and chest silicone granulomata. Post op diagnosis: ruptured r breast implant; severe capsular contracture r breast; deformed r breast; malposition r breast; infection r breast; ruptured l breast implant; contracture of l breast. Surgeon only removed right breast implant that was totally disintegrated and could not be recognized. Will address left breast implant at a later date. Infectious disease consult done. Impression r/o chronic infection vs sterile abscess.